Manufacturer narrative:
(B)(4). The carefusion (cfn) field service representative (fsr) evaluated and repaired the suspect device on (B)(6) 2015 and the alleged faulty pcb (printed circuit board) was sent to the carefusion failure analysis lab for evaluation. The carefusion (cfn) failure analysis lab completed its investigation of the alleged fault on (B)(6) 2015. Cfn failure lab technician (flt) visually inspected the suspect component. Cfn flt installed the suspect device into a known good unit cfn flt reported the events log recorded multiple xdcr faults and vent inop messages. Cfn failure analysis lab determined the root cause to be a transducer product fault and is a known issues being corrected by an internal investigation.

Event description:
The customer reported vent inop (inoperable) alarms while using the vela ventilator. The customer reported the event log shows xdcr (transducer) fault. The issue was discovered during a scheduled preventive maintenance. The customer reported no patient involvement associated with the event.